Event description:
Took the CPAP machine on a weekend trip to a friend¿s and when we plugged it in, it did not work. When we came home, it worked sporadically after a few days and happened again after a trip in december to (B)(6) after unplugging back in. Just took on a 6 day trip last week, never worked at all, came home 4 days ago, still not working, so my husband is not able to use his CPAP machine; therefore, is not being treated for his sleep apnea, which is serious. This machine was previously on your recall list.